Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No button error alarms noted. However, slight moisture damage was found at keypad traces. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. No unexpected alarms or no delivery alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 331 mg/dl to 442 mg/dl at the time of incident and treated with a bolus. Troubleshooting found multiple pump errors in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.